Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was over 600 mg/dl. Customer disconnected infusion set from site and began to use manual injection. Infusion set and reservoir would be replaced.